Event description:
It was reported that pt complains of pains since the surgery. Pt will be following up with his surgeon. He has had a blood test, today, and will require other studies.

Manufacturer narrative:
The pt is (B)(6). At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.